Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a 1:1 tachycardia at 140 beats per minute in the monitor only zone. The episode lasted over 20 minutes in which the patient received 2 anti-tachycardia pacing (atp) therapies and an 11 joule and 21 joule shock in the ventricular tachycardia zone. Due to the length of the episode it was unable to be viewed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.